Manufacturer narrative:
Result: damaged hinge plate. Damaged gatch/fowler module.

Event description:
It was reported by service report that the footboard hinge plate and cracked gatch/fowler module were damaged. The customer could not determine if a pt was involved or adverse consequence occurred.